Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) non-malignant pain. It was reported that there was a question about recharging icons. There was a green blinking light when charging the ins. It was reviewed that charging times can vary depending on charging rate and level set. Also, level of battery could be impacted as well. It was reported that patient had one charging session where the controller light was blinking green, then stopped and then stated finished. Another time the patient charged, he had been charging for 2 hours when ins battery started at 60%, it was showing 100% but was still flashing green. Reviewed that controller will blink green until it is finished charging battery. Reviewed that controller will show 40% when battery level is 31% so this could explain why the patient is seeing 100% but battery is still charging. It was reviewed charging times typically reviewed as 1 plus hours from empty to full. Reviewed how efficiency and charge mode can influence that. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient first started experiencing the recharging taking longer than expected (B)(4) 2018. The first charging session was fine, and the green light stopped when the d evice was at 100%. The next time that he charged the controller would say the battery was at 100 but the light continued to blink and never said finished on the controller. No interventions were performed. It was reviewed with the patient that the last 10% can take the most time because the charging slows at that point. The issue of recharging taking longer than expected was not resolved. No further complications were reported/anticipated.